Manufacturer narrative:
Mml reference#: (B)(4). B2: other: pain/ discomfort. Other devices explanted: model: 8145, description: percutaneous stimulation lead, serial numbers: (B)(6), UDI: (B)(4). The device was received and evaluated. There was no allegation against the functionality of the ipg and leads. The ipg passed functional testing and performed as expected. The leads failed the functional testing due to being damaged from the explant. The device history record as reviewed. No nonconformance's were found to be associated with the patient's pain/discomfort.

Event description:
It was reported that the patient requested an explant due to pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient also reported not benefiting from the therapy. There was no report of patient harm or injury. The patient underwent a procedure to explant the device. The device was explanted successfully without any issues. All parts were removed and intact.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pain/ discomfort other devices explanted: model: 8145 description: percutaneous stimulation lead serial numbers:(B)(6). UDI:(B)(4).

Event description:
It was reported that the patient requested an explant due to pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient also reported not benefiting from the therapy. There was no report of patient harm or injury. The patient underwent a procedure to explant the device. The device was explanted successfully without any issues. All parts were removed and intact.